Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary patient had a left tibial plateau fracture on (B)(6) 2018. The initial surgery was on (B)(6) 2018 for. The patient states she requested titanium implants but was told that the surgeon only uses stainless steel. She was implanted with norian on the lateral side tibial plateau, a plate and 9 unknown screws. Approximately two weeks post-operative the patient states her post-operative pain increased to severe. On (B)(6) 2018 she returned to her surgeon to have her stitches removed. She mentioned the severe pain to the surgeon. Physical therapy was recommended at this time. In the next few weeks (approximately 4 weeks post-op) her leg started to appear red, swollen and ¿looking nasty¿. In mid december she was re-evaluated. At this point her leg was red, swollen, painful and it was thought that she was either having an infection or allergic reaction. During the evaluation, when the dr was palpating over the plate and screws he noted ¿lumps where the screws were and that the plate was loose¿. No treatment was advised at this time from her dr. She started to take benadryl and the redness and swelling slightly decreased. She started to have other ¿symptoms¿ such as bleeding gums, loose teeth, increased weight (35 lbs) and high blood pressure. Her dentist removed any metal cavities in her mouth due to ¿swollen cheeks¿ and replaced them with ceramic fillings in case she was having a reaction to the aluminum in the fillings. Throughout the noted time frame the patient continued to have pain, was non weight bearing and she continued physical therapy. In (B)(6) 2019 the patient followed up with the dr¿s partner and he advised her to have the implants removed. (B)(6) 2018 the patient had a revision procedure to remove the plate and screws in which the surgeon indicated that there was no issue with the devices. Per the surgeon the plate and screws were not loose. No infection was noted. The patient was noted to have a torn acl, torn mcl, it band tear and meniscus tear from the initial injury that was never repaired. She was advised that she would need a knee replacement, however she is hesitant to have one without knowing if she is allergic to the material. Even though the surgeon indicated that the implant was not loose, the patient reported that she felt as if it was. After the plates and screws were removed, the redness and swelling decreased, her bp decreased and gums stopped bleeding. She paid out of pocket for a 4 day allergy testing and it was identified that she was allergic to molybdenum and possibly aluminum. Currently she continues to have pain, the redness is mild and she still has discoloration to her knee/ calf area. She is requesting the material that is used in the plate, screws and norian in order to determine if all of her symptoms could be a result of an allergic reaction. She is requesting follow up with this information. Customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s) from the attachments (7 image(s) from the attachment(s) located in notes & attachments section of the product complaint). The image(s) was reviewed and the complaint condition could not be confirmed as the images(s) received where of the implants taken post op and explanted on a table and therefore no determination could be made for loose. As the implant(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed and no issues were noted. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: this pc was created due to an additional impacted product. For the overall complaint, adverse event review activity, mdv activity, and additional information request activity will be documented in (B)(4). 8/19/2019: the complaint involves 11 devices. Due to a limit of impacted products per complaint, this complaint will be captured under 2 separate complaints as listed below: (B)(4) ¿ this complaint will include 10 devices ¿ 1 tibial plate, 3 cortex screws, 5 locking screws, 1 unknown conical screw (1st pc). (B)(4) - this complaint will include 1 device - 1 unknown norian (2nd pc). Actual device was not returned; us customer quality conducted investigation based on the images that were provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. MFR site : updated physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-codes: ktt. Complainant part is not expected to be returned for manufacturer review / investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a left tibial plateau fracture on (B)(6) 2018. The initial surgery was on (B)(6) 2018 for. The patient states she requested titanium implants but was told that the surgeon only uses stainless steel. She was implanted with norian on the lateral side tibial plateau, a plate and 9 unknown screws. Approximately two weeks post-operative the patient states her post-operative pain increased to severe. On (B)(6) 2018 she returned to her surgeon to have her stitches removed. She mentioned the severe pain to the surgeon. Physical therapy was recommended at this time. In the next few weeks (approximately 4 weeks post-op) her leg started to appear red, swollen and ¿looking nasty¿. In mid (B)(6) she was re-evaluated. At this point her leg was red, swollen, painful and it was thought that she was either having an infection or allergic reaction. During the evaluation, when the dr was palpating over the plate and screws he noted ¿lumps where the screws were and that the plate was loose¿. No treatment was advised at this time from her dr. She started to take benadryl and the redness and swelling slightly decreased. She started to have other ¿symptoms¿ such as bleeding gums, loose teeth, increased weight (35 lbs) and high blood pressure. Her dentist removed any metal cavities in her mouth due to ¿swollen cheeks¿ and replaced them with ceramic fillings in case she was having a reaction to the aluminum in the fillings. Throughout the noted time frame the patient continued to have pain, was non weight bearing and she continued physical therapy. In (B)(6) 2019 the patient followed up with the dr¿s partner and he advised her to have the implants removed. In (B)(6) 2018 the patient had a revision procedure to remove the plate and screws in which the surgeon indicated that there was no issue with the devices. Per the surgeon the plate and screws were not loose. No infection was noted. The patient was noted to have a torn acl, torn mcl, it band tear and meniscus tear from the initial injury that was never repaired. She was advised that she would need a knee replacement, however she is hesitant to have one without knowing if she is allergic to the material. Even though the surgeon indicated that the implant was not loose, the patient reported that she felt as if it was. After the plates and screws were removed, the redness and swelling decreased, her bp decreased and gums stopped bleeding. She paid out of pocket for a 4 day allergy testing and it was identified that she was allergic to molybdenum and possibly aluminum. Currently she continues to have pain, the redness is mild and she still has discoloration to her knee / calf area. She is requesting the material that is used in the plate, screws and norian in order to determine if all of her symptoms could be a result of an allergic reaction. She is requesting follow up with this information. This report is for one (1)3.5 mm locking screw slf-tpng. With stardrive recess 65 mm. This report is 5 of 10 for (B)(4).